Manufacturer narrative:
Other relevant device(s) are: product ID: arm 9734252 vertek ii, serial/lot #: unk. The specific date of the event is not known as this was reported from a survey. The system information was not reported in the survey. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system's articulating arm. It was reported that the arm is very unstable and unreliable. No additional information was provided. There was no reported impact on the patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that the issue was with connection between the precision aiming device (pad) and the articulating arm which was too loose and could not hold its position.